Manufacturer narrative:
(B)(4). The customer returned one single-lumen cvc catheter for evaluation. The sample contained signs of use in the form of biological material. After the catheter failed functional testing, it was microscopically examined. A small slit was found adjacent to the juncture hub. It was straight and smooth, consistent with contact with a sharp object (needle, scissors, scalpel, etc.). Adhesive residue was observed adjacent to the cut in the extension line. The extension line contained one small slit 1 mm from the juncture hub. The inner and outer diameter of the extension line were measured and were found to be within specification. This indicates that the extension line wall thickness is within specifications. The catheter was functionally tested by clamping off the distal end and attaching a water filled lab inventory syringe to the extension line luer hub. When the plunger was depressed, water leaked adjacent to the juncture hub. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The IFU also warns the user "to minimize the risk of cutting catheter, do not use scissors to remove dressing." The customer report of a catheter leak was confirmed by complaint investigation. The returned catheter contained a small slit adjacent to the juncture hub. The slit was consistent with contact with a sharp object. The catheter passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the report that the defect was identified during use and the condition of the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the juncture hub of the catheter leaked during used.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the juncture hub of the catheter leaked during used.